Event description:
As reported by the user facility: reports chemo leakage at the distal y-site. There was no pt injury. The lot number is unk, however, two possible lot numbers were reported: lot #0061366666 - mfg: 04/01/2014 - expiration: 03/31/2019. Lot #0061366667 - mfg: 04/01/2014 - expiration: 03/31/2019.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report #(B)(4). Two used space pump IV sets were received for eval. Two open packages returned with the sets indicated the reported lot numbers 0061366666 and 0061366667, respectively. Both sets were subjected to an air pressure (leakage) test according to spec. On the first set, leakage was observed at the top part of the distal ultrasite valve past the piston. On the second set, no leakages were observed from any location on the set during the testing time frame. The ultrasite valve that leaked was then cut apart. It was observed that the snap ring was not present inside the valve which prohibited the piston from closing properly. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities of nonconformance of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot numbers. The investigation into this reported event is ongoing. Following the receipt of add'l info and/or completion of the investigation a follow up report will be filed.